Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to empty with more than 20% residue remaining at the end of the five-day patient infusion. The device contained an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). E1: initial reporter address and phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.